Manufacturer narrative:
This report is associated with argus (B)(4), polident.

Event description:
This case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received double salt denture cleanser (polident) unknown (batch number unk, expiry date unknown) for dental care. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. Additional details, the adverse event information was received on 18 october 2016. The consumer reported that his wife accidentally drank the polident (variant not specified) that was used to clean dentures.